Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.3ml relion insulin syringe. Consumer reported 2 syringes missing needles, (not in bag, not stuck in shield, missing). Reported a 3rd syringe needle "snapped" off hub when he tried to draw medication. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. Unable to perform DHR review for needle missing and breaks off during use in vial due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (separated hub). Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe CAPA 97451 has been opened to address this issue.

Event description:
Material no: 328511, batch no: unknown. It was reported that during use of the syringe 0.3ml 30ga 8mm 10bag 500 wal the consumer encountered 2 syringes missing needles, (not in bag, not stuck in shield, missing). Reported a 3rd syringe needle "snapped" off hub when he tried to draw medication. The following information was provided by the initial reporter: verbatim: from phone call on 2019-03-28 17:17:47: called consumer back to get lot number. Stated discarded box, lot not available. Relion consumer reported 2 syringes missing needles, (not in bag, not stuck in shield, missing). Reported a 3rd syringe needle "snapped" off hub when he tried to draw medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle missing and breaks off during use in vial due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328511, batch no: unknown . It was reported that during use of the syringe 0.3ml 30ga 8mm 10bag 500 wal the consumer encountered 2 syringes missing needles, (not in bag, not stuck in shield, missing). Reported a 3rd syringe needle "snapped" off hub when he tried to draw medication the following information was provided by the initial reporter: verbatim:from phone call on 03/28/2019 17:17:47: called consumer back to get lot number. Stated discarded box, lot not available. Relion consumer reported 2 syringes missing needles, (not in bag, not stuck in shield, missing). Reported a 3rd syringe needle "snapped" off hub when he tried to draw medication.